Event description:
The customer reported that 3 of their central nurse's station (cns) were showing communication loss for 6 minutes. The unit was monitoring transmitters at the time. No harm or injury was reported.

Manufacturer narrative:
Complaint details: customer reported that 3 of their cns were displaying communication loss for 6 minutes. They were monitoring gz transmitters during the event. Investigation summary: a definitive root cause could not be identified. Communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. Man, method, material (man) and environment are potential contributing factors to the issue. Communication loss may occur due to user error. If the user had incorrectly configured the settings of the monitored device, such as ip address, arrhythmia type, hiq view etc., and it does not match the settings on the cns, communication loss may occur. Other man related events that may cause the issue are accidentally turning off the device, and accidentally unplugging the network cable of the monitored device. Attempt #1 10/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The customer reported that 3 of their central nurse's station (cns) were showing communication loss for 6 minutes. The unit was monitoring transmitters at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that 3 of their central nurse's station (cns) were showing communication loss for 6 minutes. The unit was monitoring transmitters at the time. No harm or injury was reported.